Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the tissue pad peeled off during a therapeutic hepatobiliary and pancreatic laparoscopic cholecystectomy procedure involving an olympus instrument and an ultrasonic generator. The procedure had become difficult to continue use due to the peeling of the tissue pad. No fragments fell into the patient. The procedure was completed with a similar device. There was no surgical delay, and the device had been inspected prior to use. There was no patient injury reported.